Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing bradycardia. It was determined the patient¿s right ventricular lead was experiencing high impedance, exhibited inadequate capture and was relaying noise. Programming changes were made and the patient was stable after the reprogramming. On (B)(6) 2018, the lead was capped and replaced. The patient was stable before, during and after the procedure.